Event description:
It was reported that on two occasions, the flow meter on the patient¿s oxygen concentrator dropped and the patient¿s spo2 decreased to 74% while performing therapy on the life2000. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
It was reported that on two occasions, the flow meter on the patient¿s oxygen concentrator dropped and the patient¿s spo2 decreased to 74% while performing therapy on the life2000. The patient is a 76-year-old male with a medical history of chronic respiratory failure with hypoxia, copd, pulmonary hypertension, and coronary artery disease. On (B)(6) 2023, the patient was trained and initiated therapy on the life2000. Per training documentation, the patient¿s spo2 on the life2000 was as follows: 98% at rest, 95% after 1 minute and walking 15 feet, and 93% after 2 minutes and walking 30 feet. On (B)(6) 2023 and (B)(6) 2023, while the respiratory trainer was present, the flow meter on the patient¿s invacare platinum 10l oxygen concentrator allegedly dropped (flow setting not reported) and the patient¿s spo2 decreased to 74% while performing therapy on the life2000. It was reported a low pip alarm occurred and the patient¿s oxygen concentrator shut down. The patient reported the oxygen concentrator had a fault alarm prior to shutting down on its own. No medical intervention was required. The patient continued to use the life2000 3-4 more times without recurrence of the reported incident. The baxter respiratory clinician advised the patient to hold therapy until the device was swapped by the respiratory trainer. The patient stated he was ¿fine and aware of the issue.¿ the patient stated he would not use the device at night for sleep as he did not trust it. The baxter respiratory clinician followed up with the patient who stated the respiratory trainer performed a home visit and adjusted the settings on the new life2000 device and therapy was going better. The device still occasionally alarmed low pip on the low and medium settings, but he believed it¿s because he is such a shallow breather. The patient was happy with the settings and doing well. The life2000 ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. The device instruction for use state always have an alternate means of ventilation or oxygen therapy available. The life2000 ventilator was received for inspection. The ventilator was set up in an extended range configuration using a known good combo hose, patient circuit, and compressor. Using an everflo respironics 5 liter oxygen concentrator, 5 liters of oxygen was bled in, and therapies were run at low, medium, and high activity levels. The flow meter on the oxygen concentrator did not drop below the 5 lpm set point and the ventilator functioned as intended. Oxygen desaturation is a below-normal level of oxygen in the blood. Normal pulse oximeter readings range from 94 to 100 percent a value under 90 percent is considered low. Oxygen desaturation can be contributed to disorders such as copd, emphysema, respiratory failure, or other pulmonary disorders. Treatment typically consists of oxygen measurement (via blood test or pulse oximetry) and oxygen administration. In this event, the patient¿s oxygen level was clinically below normal range, the change was temporary, and no accompanying symptoms were reported. There was no indication the event was life-threatening, and the patient recovered at home without medical intervention, concluding a serious injury did not occur in this case. Although inspection of the life2000 ventilator found the device functioned as intended, information reviewed reasonably suggests the cause of the reported drop in oxygen saturation is possibly related to a system interaction/malfunction between the life2000 and third-party vendor concentrator leading to oxygen flow from the concentrator falling, as well as other factors such as the patient's underlying pulmonary pathology. If this system interaction/malfunction were to recur, it is likely to cause or contribute to a serious injury.